Manufacturer narrative:
Other applicable components are: product ID 37086 , explanted: (B)(6) 2021, product type: extension.other relevant device(s) are: product ID: 37086.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) and extension were removed due to infection. There were no symptoms and drug therapy was underway. It was not known if more products would be re-implanted. The issue was considered resolved.